Event description:
A report was received that the patient was having difficulty charging the ipg since implant. It was confirmed thru fluoro imaging that the ipg had shifted. The patient underwent a revision procedure wherein the ipg was relocated and the patient was doing well postoperatively.